Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer must press the wake button multiple times before for screen turns on. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 127 (mg/dl). Reportedly, customer will revert to a non tandem pump for insulin therapy.